Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd preset¿ eclipse¿ with safety needle, the device experienced blood leakage from the device. The following information was provided by the initial reporter. The customer stated: the service declares 'when using the syringes of this batch, blood flows from the syringe as soon as the stopper is removed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval?: yes. D9: returned to manufacturer on: 2/24/2022. H6: investigation: bd received 16 samples for investigation. Ten of the samples were evaluated by visual examination and functional testing, each drawn with colored water, and the indicated failure mode for leakage with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd preset¿ eclipse¿ with safety needle, the device experienced blood leakage from the device. The following information was provided by the initial reporter. The customer stated: the service declares 'when using the syringes of this batch, blood flows from the syringe as soon as the stopper is removed.